Manufacturer narrative:
(B)(4). Reported event was confirmed via revision operative notes. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event could not be provided as the device is still implanted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient was revised approximately one month post implantation due to periprosthetic fracture and stem subsidence. Attempts have been made and additional information on the reported event is unavailable.